Event description:
It was reported that a patient presented with a fracture noted on the right ventricular lead. This resulted in high pacing impedance. The lead was capped and replaced on (B)(6) 2026. No information regarding adverse patient consequences was reported.